Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The adapt tool confirmed the unloaded voltage and loaded voltage was within specification range. No low battery alert, power loss alarm or replace battery now alarm noted during testing or in the device trace download. However, device received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had trouble with batteries. The customer's father stated that the battery only lasts 2 days and the blood glucose meter is not sending results to the pump. Customer¿s blood glucose at time of incident is unknown. Customer did not receive a low battery alert prior to the replace battery alert or replace battery now. This is the second occurrence of replace battery alert or replace battery now without a low battery warning. Customer's father states the battery cap is not loose, cracked or damaged. Customer¿s blood glucose at the time of the call was 10.2 mmol/l. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.